Manufacturer narrative:
Manufacturing site: (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient had been fine after the procedure. The returned guide wire had its distal segment deformed for approximately 3 cm. No other deformation such as kink was found of the wire shaft. When the guide wire was microscopically observed, ptfe coating on the wire shaft was found intermittently scraped at approximately 80-90 cm from the proximal end. A gauge was also returned. On the provided gauge, bellows-like green strips were attached; it was concluded that these were peeled ptfe coating. To replicate the ptfe coating damage, an unused 0.014 inch guide wire was inserted into a metal introducer and made to contact the introducer edge. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Shape of the ptfe coating fragment was also similar to that of the returned green objects, bellows-like strips. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome of the returned guide wire and coating fragments, it was concluded that ptfe coating was damaged by strong friction occurred when a metal wire fixture of the torque device point contacted the shaft of the returned guide wire. There was no indication of product deficiency. Although the ptfe fragments were returned, it could not be certain whether all pieces of ptfe fragments were retrieved from the vasculature. Malfunction and adverse effects of introductions for use states abrasion of the guide wire coating.

Event description:
During a ppi to treat a moderately calcified cto lesion in the superficial femoral artery through the popliteal artery, the subject guide wire was advanced with a microcatheter in an attempt to cross. Resistance was felt during wire manipulation. The physician removed the guide wire from the anatomy when the wire's ptfe coating was found peeled off. No additional intervention was taken and the procedure was resumed with a new guide wire. The blood flow was reestablished by stent deployment.